Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 3. The clip delivery system (cds) was prepped successfully per the instruction for use (IFU). The cds was advanced to the mitral valve and when checking the gripper arms before advancing into the left ventricle, both grippers arms did not come down. Troubleshooting was performed, but neither the anterior nor the posterior gripper came down. The clip was closed and removed with the cds. A new cds was used to complete the procedure. Outside the patient anatomy, the cds was checked with the clip locked only and one gripper came down after unlocking the clip the second gripper came down, with the clip unlocked both grippers came down. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult to open or close (gripper actuation) but observed that one of the grippers was observed to be pinched between the harness and did not lower. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. Based on the information reviewed, a potential product issue was identified due to the observed difficult to open or close (gripper arm lowering difficulty) resulting in the observed irregular appearance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na.

Manufacturer narrative:
Returned device analysis was unable to confirm that both grippers were unable to actuate however, identified that a single gripper would not lower. A visual inspection of the device identified that the gripper cover was caught in the harness. The clip was unlocked, and the grippers were lowered and raised, which resolved the reported issue and the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the available information and the returned device analysis, a corrective and preventive action (CAPA) investigation was initiated by the engineering team that manufactures the product to further evaluate the issue. The investigation identified that the reported gripper actuation issue where the gripper cover was caught in the harness was likely related to a combination of occasional clip delivery system manufacturing variability and user technique.h6: investigation conclusions code - 67, 4315 removed.